Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient is deceased and died within five months of implantable cardioverter defibrillator (ICD) implant. It was further reported by the physician that the patient was found by emergency medical services in ventricular fibrillation and inquired as to whether there was any way to track down the terminal events as very limited information was provided to the physician. No additional information was available and the device was not returned to the manufacturer.